Event description:
It was reported the patient has not used or charged her scs system for over four months. Reportedly the charger and programmer are unable to establish communication with the ipg. The sjm representative met with the patient and confirmed no communication between the ipg and external devices. Reportedly the physician may plan surgical intervention to address the issue.

Manufacturer narrative:
Correction/removal report number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.